Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital post lead implant procedure, and unspecified issue was reported. Patient did not remember what happened. No further information happened.